Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Based on the analysis, the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Subsequently, it was reported that multiple, intermittent temperature alarms occurred. Reportedly, the pump was not exposed to extreme temperatures. Customer's blood glucose level was 100 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.